Event description:
It was reported that post a coronary stenting treatment procedure, urticaria occurred. Following the placement of a 3.00x20 mm liberte bare metal stent, approximately six months ago, the patient developed urticaria. The patient takes many kinds the medicine. The test patch results showed the patient was not alleric to the stent. No additional patient complications were reported. Additional information was requested, but not provided.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. A review of the manufacturing record for the relevant batch number cannot be completed as the batch number is unknown at this time. The exact cause of the hypersensitivity could not be determined.